Manufacturer narrative:
Continued (email address): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: .visual analysis of the returned device identified: opening, crease fold and yellow particle inside the device . Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify opening striated in the anterior and device appearance (observed void 1 mm in non-textured, valve-to shell-bond area). The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage.

Event description:
Device has been explanted.